Manufacturer narrative:
The sample was not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only claudication complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and/or the study procedure. Based on the instructions for use (IFU), the occurrence of a claudication is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 30 days after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, the patient allegedly experienced ongoing leg pain. The patient reports the leg pain began the day after the study procedure. Per the investigator, the etiology is unknown, but may possibly be related to lutonix dcb and/or the study procedure. The investigator performed a differential diagnoses which includes possible causes from plavix, paclitaxel, polymyalgia rheumatica, or other systemic processes, because the relationship to the device or procedure cannot be ruled out. The lutonix dcb was discarded by the user facility and is not available for further evaluation. No further adverse patient effects were reported.